Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the lcd screen on the insulin pump is cracked and appears to be bleeding. Customer is unable to read the display. The device was not dropped or exposed to extreme temperatures. Blood glucose value is unknown. Customer was advised to discontinue the use of the device. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.